Manufacturer narrative:
Nxstage requested return of the disposable cartridge, however, it was learned through follow up that the reporter did not return the correct product which corresponds to this report. The reported blood loss is attributed to the operator discontinuing treatment without performing rinseback. The user's guide instructs the operator to turn the cycler power off and then on again in the event that a system alarm occurs. If the alarm recurs terminate treatment and rinseback blood. The exact cause of the alarm is unk, however, there have been no similar problems reported subsequent to this event suggesting that a device malfunction dd not occur. Occasional alarms during a dialysis treatment are not unexpected and should not result in a blood loss if device labeling is followed. The event has been reviewed with facility staff and proper response to unrecoverable alarms has been reviewed with the operator. A direct correlation between nxstage system one and the reported blood loss cannot be established. Nxstage medical considers this report closed. No additional information will be provided.

Event description:
A system alarm occurred during a routine hemodialysis treatment. Treatment was discontinued without performing rinseback, resulting in an estimated blood loss of 210cc. No medical intervention was required.